Event description:
It was reported that the basal software did not suspend insulin delivery appropriately. Customer's blood glucose was 66 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.